Manufacturer narrative:
Corrected data: g2 - ¿health professional¿ was selected in error on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty/defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that there was rust inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the video system center had noisy image when it was connected to the camera head. The issue was found during reprocessing and the procedure was completed with a similar device. There was poor contact of the video connector noted. There were no reports of patient harm associated with the event.